Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level. The customer blood glucose level 53 mg/dl at time of incident and the current blood glucose 125 mg/dl. The customer was treated with 4 grams and 20 grams of whole wheat toast. The customer declined for high blood glucose troubleshooting. The drive support cap appeared normal. The customer was advised to avoid exposure to any strong magnetic fields and also advised to monitor pump and blood glucose. The pump will not be returned for analysis.